Event description:
I got essure implanted on (B)(6) 2013. Since then I have bled constantly, I have had severe migraines to the point I throw up, have had severe cramping and stabbing pains in pelvic area, have lost 15 lbs due to not being able to eat, have experienced anaphylactic shock from foods I have always eaten, and have been told I am fine by implanting doctor and it's in my head. Also my doctor never tested me for a nickel allergy and I now get rashes constantly. Dates of use: (B)(6) 2013.